Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 14915132.

Event description:
It was reported that the patient was not getting adequate stimulation due to lead migration. It was also reported that the patients leads had high impedances. The patient underwent a revision procedure wherein the linear leads were replaced with a paddle lead. The patient was doing well post-operatively. The explanted leads were not returned.